Event description:
Reportedly the user suffered from a skin breakdown due to an infection which could not be controlled by antibiotics. The device was explanted on the (B)(6) 2022. According to the device explantation report form the skin was not intact over the device prior to removal. The user was not re-implanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information from the field the device was explanted due to an infection and skin breakdown at the implant site. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, a device contribution to the subsequent development of the skin breakdown cannot be ruled out. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly the user suffered from a skin breakdown due to an infection which could not be controlled by antibiotics. The device was explanted. According the device explantation report form the skin was not intact over the device prior to removal.